Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4) internal report number cc (B)(4). The instructions for use of the product have been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticatia) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." Batch document review showed no deviations during manufacturing. The product quantities sold in 2020 for prontosan solution were over 4.7 million. No negative trend can be observed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility in (B)(6): (B)(6) year old woman with a small wound on malleolus with fistula passage comes to the nursing clinic and is flushed with first nacl and then 5-7 ml prontosan, which is pulled up into the cannula and flushed into the fistula. Immediately after, the patient gets a bad taste in the mouth, becomes cold and clammy with a very red rash up the legs and on the arms, gets shortness of breath and cardiac arrest, adrenaline is given and the patient comes to herself and is driven to the hospital. She is not familiar with any allergies and has no immediate medical history. They have previously rinsed with prontosan superficially. Patient has fully recovered and was discarded from hospital.